Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Cpu board will be replaced. Awaiting for parts to perform repair.

Event description:
The international customer reported the v60 unit was shipped to the hospital on feb 9, 2017. Medical engineer performed operational check at me lab on (B)(6). The unit did not start up, the screen stayed black, and alarm kept sounding. Power button was pressed longer and the unit was turned off. There was no patient involvement.

Manufacturer narrative:
The cpu board was replaced. Unit was checked overall, run in tests, alarm tested and then the unit operated properly. Check test was performed and then no abnormality was confirmed.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported event. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation, a visual inspection of the device revealed that there were no signs of damage or contamination. A review of the diagnostic report showed six (6) instances of e/c 1218 (powerrestored). No errors were generated during approximately 16 hours of testing. At the end of testing, the diagnostic report was downloaded again and no additional errors were revealed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This customer returned cpu pcba was tested and no failures were identified

Event description:
The customer reported that on receipt of the device the unit did not start up, the screen stayed black, and alarm kept sounding. There was no patient involvement.